Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: (B)(4) device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the total number of patients in which suture breakage post-op has been observed ? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). If not, bq to create additional files for each specified procedure/event/patient. Please provide the following information for each patient/event: product code and lot number? Initial procedure name and date? Date in which suture breakage post-op occurred? Quantity of devices in which suture breakage post-op was observed please specify how was the suture breakage treated: was the suture trimmed in physician¿s office? Was the suture removed in a routine post-op procedure? Was the suture removed in a reoperation procedure? Was reoperation necessary to remove the suture and re-close the wound? Any medical treatment provided or prescribed to treat discomfort caused by the suture breakage? If yes, please provide medicine name, strength, and dose. The single complaint was reported with possible multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Note: events reported in 2210968-2021-08403 and 2210968-2021-08404. Trade name: (B)(4). Active ingredient(s): triclosan. Dosage form: suture/solid/parenteral. Strength: 2360 g/m.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a barbed suture was used. Post-op, the barbed suture had broke up near the facia and causing discomfort to the patient where it had been sticking in. The doctor had to remove a few of the sharp pieces. There was no additional information provided. Additional information has been requested.